Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The external portion of the soft cannula was observed to be kinked. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 353 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.